Event description:
Report received that a patient was "bolused with air" and there was no reported pump alarm. The patient was receiving an unspecified plain IV fluid at an unspecified rate through a peripheral IV site. It was reported that the IV bag and the entire length of the tubing were full of air and there was no pump alarm. The customer contact did not know how much air, if any, the patient received. There was no reported adverse event with the patient and no medical interventions were required. The pump was removed from clinical service and sent to the biomedical department. Though requested, there was no further information available.